Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. X-ray imaging revealed one of the leads had migrated. As a result, surgical intervention may occur on a later date.